Manufacturer narrative:
Device lot # and manufacture date provided. A new clamp was sent to the site for issue resolution, but the suspect part has not been returned for evaluation after multiple attempts at retrieval.

Event description:
A medtronic representative reported that the hospital was looking over their ortho set and noticed a damaged instrument. The dovetail clamp was stripped. There was no patient present.

Manufacturer narrative:
There was no patient present. Device manufacturer date was unavailable as no lot number was provided. No parts or files have been received by the manufacturer.